Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on (B)(6) 2014 a 52-year-old female trauma patient received a ztlp-p-30-109-ci3 for her blunt thoracic aortic injury. The proximal edge of the graft material was distal to the left subclavian artery (lsa). The most distal stent was deployed proximal to the celiac artery. Analysis noted the graft was patent with no evidence of endoleak, kink, compression, or infolding. Follow up cts performed on (B)(6) 2014, (B)(6) 2015, (B)(6) 2016 and (B)(6) 2017 were all assessed by analysis and all revealed patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. Site assessment of a CT performed on 23jan2019 noted a presence of extensive mural thrombus protruding into the lumen of the graft. No adverse events or secondary interventions related to the device have been reported for this patient. Pre-implantation cta, implantation angiography and post implantation ctas for one, six, 12, 24, 36, and 60 were provided and reviewed by an imaging expert. Per the review ¿a fold formed at the partial overlap of two stent bodies on the inner aortic curvature. Here thrombus eventually formed.¿ and ¿a small amount of thrombus was stable at the fold on the inner aortic curvature until after 36 months. At 60 months this thrombus had increased to form two small polypoid projections into the aortic lumen. Also, new thrombus inner curvature mural thrombus developed just proximal and downstream.¿ in addition, the reviewer states that a remote infarct of the left kidney posterior mid-pole cortex not present on the 36-month exam was present on the 60-month exam. Per the image reviewer¿s impression the increased thrombus was associated with an interval left renal infarct. It is noted that the endograft was oversized 19%. A review of the device history record gave no indication of the product being produced outside of specifications. Based on the provided information no exact cause for this event can be established, however internal actions addressed thrombus formation in btai patients treated with zenith thoracic alpha devices and long-term actions were implemented on (B)(6)2017. These actions included removal of the btai indication and removal of smaller devices (under size 24). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# pr265992 (corrected from pr26992) correction: d4) ztlp-p-30-109-ci3 to ztlp-p-28-109-ci3 investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received (B)(6)2019 from site: site corrected device rpn to ztlp-p-28109-ci3, lot# 2998996.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. H6)device code: 3191 - appropriate term/code not available for thrombus. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: patient excentric mural thrombus in the descending portion of the endograft@ 5 yrs by site. On (B)(6) 2014, the patient underwent placement of a 30 mm x 109 mm proximal component (ztlp-p-30-109-ci3). The proximal edge of the graft material was distal to the left subclavian artery (lsa). The most distal stent was deployed proximal to the celiac artery. A molding balloon was not used. Hypotension was induced. No spinal cord protection adjuncts were used. Analysis noted the graft was patent with no evidence of endoleak, kink, compression, or infolding. The patient was discharged from the hospital on (B)(6) 2014. Subsequent analysis assessments of cts performed on (B)(6) 2014, (B)(6) 2014, (B)(6) 2015, (B)(6) 2016, and (B)(6) 2017, all revealed patent graft with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. Site assessment of a CT performed on (B)(6) 2019 noted ¿presence of excentric mural thrombus in the descending portion of the endograft. This is adherent to the graft with a diameter of 8mm. It is portraying in the lumen of the graft.¿ the graft remained patent with no evidence of kink, barb separation, stent fracture, compression, infolding, or endoleak. Patient outcome: no adverse events or secondary interventions related to the device have been reported for this patient.